Manufacturer narrative:
The user reported having a history of severe hypoglycemic events; however the exact dates of these events were not provided. Therefore, the event date (b3) is not provided in this report. Device functionality at the time of the hypoglycemic events cannot be assessed through log data as the event dates are unknown. Additionally, the device has not been returned to millyard advanced medical products, llc for evaluation. Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported hypoglycemia could not be determined. Efforts to obtain additional information are ongoing. Any new, relevant information will be submitted in a supplemental report, as applicable.

Event description:
An initial event notification was received by (B)(6), on 02-feb-2026 and forwarded to millyard advanced medical products, llc, on 03-feb-2026. The user reported that they were discontinuing use of the twiist automated insulin delivery system due to a history of severe hypoglycemic events and traveling for work. No further information was provided.

Manufacturer narrative:
Follow-up to MDR, submitted on 04-mar-2026. This submission includes additional information provided to millyard advanced medical products, llc, from sequel med tech, llc on 06-mar-2026, confirming that the twiist automated insulin delivery (aid) system was not in use during the reported event. The user reported that their history of severe hypoglycemic events as described in the original MDR submission occurred prior to using the twiist aid system.